Manufacturer narrative:
(B)(4). Batch #: unk . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/ manufacturing irregularities were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the flex echelon stapler was not in normal conditions of use, the staples of the load used did not close perfectly. The nursing team made another stapler of the same model available, but it was not loaded, and therefore the loads that were in the room were used. Closing of the staples proceeded normally, as well as the procedure. Surgery was delayed 10 minutes due to the incident. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 7/22/2022, d4: batch # 173a14. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with one ecr45d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.